Manufacturer narrative:
(B)(4).

Event description:
This system was explanted and replaced. This ICD was at eos, the ra and rv leads had noise and the lv lead was in a poor position for pacing. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. A number of 51 charging cycles was documented. The amount of charge taken from the battery was verified and found to be normal and as expected. The memory content of the device was analyzed. During the analysis of the available iegms noise was confirmed in the right atrial and right ventricular channels. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock, however, the charging was aborted indicating a depleted battery. In conclusion, the ICD was fully functional. The battery status eos was anticipated. The root cause of the noise signals was not determinable. However, based on the morphology of the noise signals, the integrity of the leads cannot be assured. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue.the historic performance of the product involved in the current case does not at this point reveal any such trend.